Event description:
Edwards received information through a clinical trial that a patient was being considered for potential valve-in-valve intervention. A surgical 21mm bioprosthetic aortic valve has been implanted in the patient for approximately ten years and six months. It has been learned the patient was not approved to receive valve-in-valve intervention through the clinical trial. The reason provided for potential intervention is due to aortic stenosis. It was reported that the patient also did not qualify for commercial intervention. The device remains implanted.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted. However, the device history record was reviewed and showed that this device met all manufacturing specifications prior to product being released for distribution. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to endocarditis or structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device remains implanted and the condition of the device remains unknown. However, patient history includes contributing factors towards early stenosis due to diabetes, prior avr and hypertension. Without return of the device or additional information from the health care provider, the clinical observation cannot be confirmed. If additional information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned through a clinical trial of a failing aortic pericardial valve due to mild-to-moderate stenosis and increased gradients. Indications for reoperation are mean gradient: 47.7mmhg, ava of 0.65cm2. The patient was not approved for the clinical trial. Reoperation has not been scheduled but the patient is being considered for surgical procedure. The device remains implanted.